Event description:
Caller reported that the pump battery would not charge, but a power source alert was not received. There was no adverse impact to the customer's blood glucose level. Despite using a tandem charging cable and trying different outlets and adapters, the charging connection remained unstable. Technical support instructed the caller to put the pump into storage mode and return it using a pre-paid label; a replacement pump was scheduled to be sent, while the customer would use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.